Event description:
It was reported that the user experienced low glucose events while using the ilet in conjunction with a dexcom sensor, with conflicting readings between continuous glucose monitoring and fingerstick measurements, and the user was advised to enter fingerstick values into the ilet for calibration and to contact the cgm manufacturer for support. Symptoms included hypoglycemia with a level of 47 mg/dl. Outcomes included the need for self-treatment and device troubleshooting without hospitalization. Investigation included user education and troubleshooting regarding cgm accuracy and ilet calibration using fingerstick entries. Investigation of this case revealed inconsistent sensor readings relative to contemporaneous fingerstick values. It was concluded that the cause of the hypoglycemia was unclear and that cgm inaccuracy contributed to the event characterization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.